Manufacturer narrative:
The reported device has been returned but not yet investigated. An investigation will be carried out and a supplemental report will be submitted upon completion of the investigation. Manufacturer internal reference number: (B)(4).

Event description:
On (B)(6) 2026, dr. (B)(6) reported that a 38-year-old male patient presented to (B)(6) dental office with concerns related to a previously placed dental implant. The implant placement was performed on (B)(6) 2026 at tooth location #15. It was reported that the implant was not placed following immediate extraction and was not immediately loaded. The doctor reported that on (B)(6) 2026, the implant with the attached abutment had already dislodged and come out prior to the patient presenting to the hospital. The patient presented with the issue on (B)(6) 2026, before the second stage surgery. During the examination, the doctor determined that the implant had failed to osseointegrate. Additionally, the doctor mentioned that a crestal sinus lift procedure was performed, and the sinus membrane was bumped by 2 mm and the provider prescribed medication and confirmed that a minimum healing period of three months would be required before further treatment could be considered. The implant was not replaced. It was reported that no issues were identified with the abutment, and that the issue was limited to the implant only. The patient was asymptomatic. The opposing arch consisted of natural teeth. The patient did not sustain any permanent injury, and no additional medical or surgical procedures were required. It was further reported that the patient had type IV bone quality and good oral hygiene. No abnormalities related to the implant or its packaging were reported.